Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the implantable pulse generator (ipg) was not pacing as programmed and there were no paced beats for one and a half hours. The ipg remains in use. No further patient complications have been reported as a result of this event.